Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 181 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. The information will be used for tracking and trending purposes.